Event description:
The customer contacted global technical services (gts) regarding a high drain 101/call pd nurse alarm (indicates the patient drained greater than 200% of the maximum prescribed cycle fill volume, meeting increased intra-peritoneal volume (iipv) criteria), which occurred on the homechoice (hc) . The technical service representative (tsr) explained the alarm. The home patient (hp) stated that they did not feel any iipv symptoms the night before and that they disconnected early to go to church. The tsr advised the hp to call the registered nurse (rn) as soon as possible and inform her that the hp would be using manual supplies tonight. The there was patient involvement but no patient injury or medical intervention indicated at the time of the initial report. Product surveillance (ps) spoke with the registered nurse (rn) on (B)(4) 2012, regarding the alarm. The nurse stated that the patient informed her of the event. She stated that the patient had told her she felt more full than usual, but not excessively full. She stated the patient has felt fine since then. She stated the patient has been able to continue therapy successfully on the cycler. There was no patient injury or medical intervention reported. No allegations were made against any baxter products.

Manufacturer narrative:
(B)(4). The device was returned and evaluated by the product analysis lab. A review of the device logs confirmed the reported increased intra-peritoneal volume (iipv); however, the iipv was not duplicated during evaluation. The device was determined to meet functional and electrical performance specification requirements. No device failure or malfunction was identified that could have caused or contributed to the reported iipv. The cause of the iipv was false empty detect and use error with initial drain alarm setting inappropriately programmed. The label review found the labeling adequate for the use error in this complaint. This issue is being investigated through CAPA.